Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to recognize the camera with a localizer not connected. The use of navigation was abandoned, and the operation was continued. A replacement of the replacement pump was performed. The sensor battery error was detected in the positioning sensor unit (psu) status. There was no surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
A12, a1102: localizer not connected d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: p905061, ubd: unknown, UDI#: unknown f1906: use of navigation abandoned f26: no delay g2: this event occurred in japan, see section e. H3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned psu was analyzed. It had scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low, and intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .463mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.